Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images does find evidence to support a disassociation of the liner from cup event. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an email was received from a j and j employee stating that they were working on an analysis on social media in orthopedics about the two posts regarding pinnacle, sounds like liner dissociations. Case done by a partner, 41 yo f bmi 52. Had spinnacle in december and underwent cup revision by my partner. Then had spinnacle again! Only 4 months later. Thoughts on how best to treat this? This is all the detail we have.